Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual inspection noted a fracture 327mm from the terminal pin, and the electrode was returned in 2 sections. The shock coil was stretched on the proximal end and the bunched on the distal end. The observation of a deformed coil is likely related to explant damage. Fracture of the polycin vorite, insulation, and all conductor cables are noted at the notch area approximately 327mm from the terminal pin. Evidence of striations on the fracture surface of the polymer indicate a fatigue fracture, while a bubble in the polymer indicates a stress riser which is a possible fracture initiation site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that high out of range pacing impedances were noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode. Technical services (ts) suspects a lead integrity issue, as this electrode has been implanted since 2019 without previous issues. Troubleshooting recommendations were provided, and the patient was hospitalized as therapy could not be guaranteed. This s-ICD system is expected to be replaced as part of a therapy upgrade, as the patient has developed left bundle branch (lbb) block. This s-ICD remains in-service and deactivated at this time. No adverse patient effects were reported. Additional information was received. An x-ray was performed and confirmed a fracture on the electrode. This sicd system was replaced as the patient did not want transvenous electrodes associated with a crt-d device. No adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances were noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode. Technical services (ts) suspects a lead integrity issue, as this electrode has been implanted since 2019 without previous issues. Troubleshooting recommendations were provided, and the patient was hospitalized as therapy could not be guaranteed. This s-ICD system is expected to be replaced as part of a therapy upgrade, as the patient has developed left bundle branch (lbb) block. This s-ICD remains in-service and deactivated at this time. No adverse patient effects were reported.+ additional information was received. An x-ray was performed and confirmed a fracture on the electrode. This sicd system was replaced as the patient did not want transvenous electrodes associated with a crt-d device. No adverse patient effects were reported.